Manufacturer narrative:
510k: this report is for an unknown nails: pfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes sales rep. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the breakage of an unknown proximal femoral nail antirotation (pfna) nail was noted postoperatively and an unknown cable wire had an unknown malfunction. The patient was initially implanted with the pfna system on an unknown date. There was no information yet for revision surgery as of this time. Patient status is unknown. Concomitant devices: unknown pfna blade (part# unknown, lot# unknown, quantity# 1). Unknown screws (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) devices. This report is for one (1) unk - nails: pfna. This report 1 of 1 for (B)(4).